Event description:
Customer called lfs in 6/2002 alleging that meter would not power off. Customer did not report any symptoms. Per ccr notes, customer may or may not have passed out [sic] due to meter issue. Customer was unable to obtain a blood glucose result and as a result was unable to take appropriate dose of medication. Customer did not report any medical treatment. Issue was not resolved. Ccr replaced meter. No further information was provided.